Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt" and "check therapy pad' messages) was confirmed. As received, the belt failed incoming therapy electrode (te) recognition testing. Upon evaluation, the solder joint connecting the pulse wires inside the distribution node (dn) was broken. The cause of the excessive alarms and incoming test failure is the damaged wires. The root cause of the damaged wires is excessive force placed on the cables. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt and reported that the belt was causing excessive "adjust belt" and "check therapy pad" messages.